Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) was rebooting on its own and gave a system error in white text on a blue background. The unit was not in use on a patient at the time. There was no physical damage or fluid intrusion. They tested it on a simulator, replaced the battery, and tried entering the diagnostic utility to perform an initialization, however the issue persisted. The bme would like to send the unit in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) was rebooting on its own and gave a system error in white text on a blue background.

Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) was rebooting on its own and gave a system error in white text on a blue background. The unit was not in use on a patient at the time. There was no physical damage or fluid intrusion. They tested it on a simulator, replaced the battery, and tried entering the diagnostic utility to perform an initialization, however the issue persisted. The bme sent in the unit for repair. The unit was cleaned and evaluated. The reported problem of "rebooting" was duplicated. And also during the evaluation nihon kohden found deep scratches on the touch screen.